Event description:
It was reported while being treated in the hospital for unrelated reasons, the patient experienced vt and received appropriate therapy. Upon interrogation, hvli measurements showed out-of-range values in the rv-svc and svc-can vectors. However, when checking the recent vt episode diagnostics, the hvli measurements showed in-range values. Rv sensing and capture, and pli appears stable. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
A partial lead with connector pin measuring 21.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.